Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 7 was jammed. A field service engineer (fse) found that auxiliary full height drawer 4 was stuck halfway and identified a broken metal cage inside the side rail. The drawer was removed and a new slide rail was installed, after which the drawer resumed normal operation. The drawer was then checked using the storage space devices application and functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was jammed and would not close. A nurse was removing medication when the issue began. The medication was retrieved, but the drawer could not be closed. The issue did not cause delays. The jam was caused by the rod on the right side of the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.